Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported as the piston rod not retracting would prevent the patient from being able to use the pump. There was no serious injury associated with this complaint.